Manufacturer narrative:
Revision occurred approximately 2 weeks after primary surgery due to a dislocation with an unknown subcause. No actual, implied, or suspect link to fx product.

Event description:
Revision surgery occurred approximately 2 weeks after the primary surgery; primary surgery occurred on (B)(6) 2023. Revision occurred due to dislocation. Patient states that he did not fall, and no other trauma was noted. 36 mm + 3 standard humeral cup explanted and replaced with a 36 mm + 6 standard humeral cup.